Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4) submitted for the adverse event which occurred on (B)(6) 2016. (B)(4) submitted for the adverse event which occurred on(B)(6) 2016.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent hernia repair surgery on (B)(6) 2016 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided. Other procedure is captured in separate file.

Manufacturer narrative:
Date sent to the FDA: 03/05/2021. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.